Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no issues with the original build. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the "bag spike broke" and that the patient noticed "liquid dripping down his leg". They stated that the spike had "snapped at the point the spike and port meet". Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. No other information was made available. (B)(4).